Event description:
Additional information receieved stated that the patient underwent surgical intervention wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
A4 patient weight added to the report.

Manufacturer narrative:
Corrected data g4 inadvertantly left out of previous supplemental report should have been oct 16, 2020.

Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg stopped communicating with external devices following a hip surgery. A manufacturer representative met with the patient and confirmed that the ipg is inoperable. In turn, surgical intervention may take place at a later date to address the issue.